Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a blank display. The customer's blood glucose level was 750 mg/dl at the time of the incident. The customer's current blood glucose level was 350 mg/dl and 550 mg/dl. The customer was treated by the manual injections. The customer was assisted with the troubleshooting for blank display. The insulin pump will be returned for the analysis.